Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") and genital haemorrhage ("bleeding / excessive bleeding") in a female patient who had essure (batch no. B97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, menorrhagia, genital bleeding, dysmenorrhea, irregular menstruation, anemic, fatigue, dyspareunia, diarrhea, joint pain, muscle pain, benign essential hypertension, fibromyalgia, pre-eclampsia, type 2 diabetes mellitus, adenomyosis uteri, hyperplasia, cervicitis, endometriosis, follicular cyst of ovary, abdominal adhesions, abdominal adhesions, omentum neoplasm and peritoneal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), scar ("excessive scar tissue throughout"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and anaemia ("anemia"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingo-oophorectomy, lysis of adhesions partial omentectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, dyspareunia, scar, adenomyosis and anaemia outcome was unknown. The reporter considered adenomyosis, anaemia, dyspareunia, dysuria, endometriosis, genital haemorrhage, pelvic pain and scar to be related to essure. The reporter commented: essure tubal device was deployed into both ostia without difficulty. The number of trailing coils in the right ostia was 4 and the number of trailing coils in the left ostia was 3. Are you claiming damages for lost wages: yes. On (B)(6) 2018 - I used all my sick time & vacation time at work to take care of this issue. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received: event medical device removal was replaced by events: pelvic pain, urinary disorders, genital bleeding, dyspareunia, scar, endometriosis, adenomyosis, anemia. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain") and genital haemorrhage ("bleeding / excessive bleeding") in an adult female patient who had essure (batch no. B97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, menorrhagia, genital bleeding, dysmenorrhea, irregular menstruation, anemic, fatigue, dyspareunia, diarrhea, joint pain, muscle pain, benign essential hypertension, fibromyalgia, pre-eclampsia, type 2 diabetes mellitus, adenomyosis uteri, hyperplasia, cervicitis, endometriosis, follicular cyst of ovary, abdominal adhesions, abdominal adhesions, omentum neoplasm and peritoneal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), scar ("excessive scar tissue throughout"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and anaemia ("anemia"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingo-oophorectomy, lysis of adhesions partial omentectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, dyspareunia, scar, adenomyosis and anaemia outcome was unknown. The reporter considered adenomyosis, anaemia, dyspareunia, dysuria, endometriosis, genital haemorrhage, pelvic pain and scar to be related to essure. The reporter commented: essure tubal device was deployed into both ostia without difficulty. The number of trailing coils in the right ostia was 4 and the number of trailing coils in the left ostia was 3. Are you claiming damages for lost wages: yes. (B)(6) 2018 - I used all my sick time & vacation time at work to take care of this issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. B97487) inserted. The patient's concurrent conditions included pelvic pain, menorrhagia, genital bleeding, dysmenorrhea, irregular menstruation, anemic, fatigue, dyspareunia, diarrhea, joint pain, muscle pain, hypertension, fibromyalgia, pre-eclampsia, type 2 diabetes mellitus, adenomyosis uteri, hyperplasia, cervicitis, endometriosis, follicular cyst of ovary, abdominal adhesions, abdominal adhesions, omentum neoplasm and peritoneal adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingo-oophorectomy, lysis of adhesions partial omentectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure tubal device was deployed into both ostia without difficulty. The number of trailing coils in the right ostia was 4 and the number of trailing coils in the left ostia was 3. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.